Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 20 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms). The lesion being treated was calcified, 90% stenotic lesion in the proximal right coronary artery. The physician used a 6f launcher jr4 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon successfully to complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.